Event description:
The balloon catheter was utilized for therapeutic dilatation of vasospasm of multiple sites within the cerebral vasculature. Following two successful dilatations of the anterior cerebral artery (aca), and another within the p2 segment of the posterior cerebral artery (pca), a fourth dilatation attempt was conducted in the p1 segment of the pca. The physician applied continuous infusion of contrast media through the device to obtain the desired inflated balloon diameter. Rupture of the artery occurred, resulting in pt death. No other details are available at the time of this report.